Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (19) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited connecting tube has coating peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.